Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the valve, manifold kit (part 7-77612-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated (B)(6) result on the architect i1000sr analyzer. The following data was provided: initial 0.87, repeat 1.26, 1.30 s/co (reactive). The sample was confirmed negative on another architect initial 0.50, repeat 0.43 s/co. There was no impact to patient management reported.